Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a rupture to an unknown side. Patient additionally reported "recently I had a procedure to repair t9 vertebrae in my back & a biopsy was performed on a small tumor on this bone. Results reveal a small cluster of epithelial cells that may represent a tissue contaminant. This vertebrae is on the left side directly behind the left breast implant;" this event is not considered device related. Device has been explanted.